Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device was left in patient.

Event description:
It was reported that while tightening a screw into the variax elbow plate, the head of the screw broke off. It was further reported that the broken screw was left in the patient. The delay in case was less than 5 minutes. There was no harm to patient as a direct result of this event. The procedure was otherwise completed successfully.